Event description:
It was reported that the procedure was performed in the 70% stenosed, mildly tortuous and mildly calcified lesion in the left anterior descending artery. After connecting the dragonfly catheter, a grinding sound was heard and an error message 1701 (there is a problem connecting the catheter) appeared. The catheter was disconnected and reconnected without problems and imaging was performed. The catheter got stuck on a hi-torque 014 bmw guide wire and they had to be removed together. Another bmw guide wire from the same series was used for the percutaneous coronary intervention and the final oct was performed. After this pullback, the catheter also got stuck on the wire and again they had to be removed from the coronary artery together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a catheter encountered resistance when being removed over the guide wire. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional devices referenced in b5 are filed under separate medwatch report numbers.